Manufacturer narrative:
(B)(4.   Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported that tip detachment occurred. The target lesion was located in the mildly tortuous and non-calcified mid portion of second marginal branch. A 300cm luge¿ guide wire crossed the target lesion. However, the tip fell off and was lodged in the very distal portion of the second marginal branch. The physician did not attempt to remove the detached fragment. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the unit returned has tip damaged , as part of overall visual revision. The device has its distal tip broken approximately at 297.5 cm from the proximal end. The overall length and the outer diameter (od) of distal tip could not be performed due the condition of the device (distal tip fractured). Od of middle and proximal section of the device were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was further reported via user/facility medwatch #mw5075895 that the patient developed shortness of breath and hypoxia, requiring intubation.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported via user/facility medwatch #mw5075895 that the patient developed shortness of breath and hypoxia, requiring intubation.